Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient experienced some mesh erosion in 2012. A partial removal of the device was performed in (B)(6) of 2012.all other information is unknown and unavailable.